Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the sampling manifold tubing was not bonded to the connector. No pt involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.